Manufacturer narrative:
The product was not returned. Product history records could not be reviewed because the lot number provided by the reporter is not an accurate intraocular lens (iol) lot number. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
After intraocular lens (iol) implantation, the consumer (patient) reported that there was severe difficulty with vision. Patient experienced halos, starbursts, glare, blurry vision, targets around lights, severe problems with light sensitivity, severe problems with focusing on distance, distorted vision, imbalance and sparkling on edge of eye. The patient couldn't see at night due to halos and was no longer able to drive at night. The patient had second opinion and was recommended replacement with monofocal lens. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).